Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed the time and date returning to default following a power on reset, as well as manual time and date changes from (B)(4) 2012 4:24 am to (B)(4) 2012 4:32 pm. Following power on reset on (B)(4) 2012 at 4:32 pm, the time and date was set to (B)(4) 2012 4:35 am. The daily insulin delivery totals appear to be inconsistent due to the time and date resetting issue. The pump was exercised for 24 hours on a 2 unit per hour program with no delivery issues. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the basal rate on pump is not correct for this time of day. Patient admits basal rates may have been altered. Inadvertently. During troubleshooting, it was confirmed date/time are correct in the pump; confirmed current basal rate reflects what is presently programmed in the pump for a1 weekday (12a 0.050 u/hr for total of 1.20 units); patient reprogrammed basal rates, as per her written records (12a 0.500, 9a 1.000, 12p 0.700, 6p 1.000). Total should then be 17.70 units however, the pump reads 22.50 units. Confirmed all times are correct. Confirmed all rates are correct. Confirmed there are no additional rates programmed. Cleared the basal program and did it over again with the same outcome. Basal total is not calculating correctly. The patient was advised to implement a back up plan. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged basal rate calculation discrepancy is not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.